Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient had experienced a blood glucose of 28 mg/dl, with seizure like symptoms, difficulty speaking, and loss of consciousness. Emergency services were called and the patient was treated at home with food/drink and IV fluids. During troubleshooting, there was no indication of pump malfunction. Customer support found that the patient had miscounted carbohydrates, incorrectly manually calculated the insulin dosage, and had changed the basal programming, and attributed the bg excursion to training/misuse factors.